Event description:
Patient reported receiving 04 (oclusion) alarms since 05/2006. He indicated the occlusions occur when he primes and boluses. He indicated that his blood glucose was elevated to 318 mg/dl. His normal blood glucose level was 115 mg/dl. Patient indicated that he disconnected from the device, and attempted to bolus 4 units, but insulin did not drip from the tubing. He stated that he primed the device, and the insulin count went from 239 units to 212 units remaining without any insulin dripping from the tubing. Patient removed the infusion set, adminstered a 4 unit bolus, and insulin dripped from the adapter. He primed the device and after 6 units of insulin, the alarm recurred. Patient removed the cartridge, adapter, piston rod, and bolused 4 units successfully. He then primed the device, and the alarm did not recur. Patient did no report any symptoms associated with the elevated blood glucose. No medical assistance was required. Product was requested to be returned for evaluation.